Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call failed battery test alarm and bolus assistance. Customer's blood glucose level was 240 mg/dl. Customer's wife needed help to deliver a bolus using the bolus wizard pump. Customer advised they had 2 bad battery alarms. Troubleshooting for the failed battery test alarm was performed. Customer was advised to replace the battery. Customer was walked through how to rewind the insulin pump, prime the tubing, connecting to the insulin pump and finally how to use the bolus wizard to deliver a bolus. Customer was advised they were unable to deliver a bolus or rewind before since they had not replaced the battery. Customer was advised to monitor the insulin pump and call back if they need any help.